Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the internal gasket tore on three 512hn trocars causing a constant leak. The case was completed without any further incident.